Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed in binary switches. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16, unique device identifier (UDI)#, added pi to the unique device identifier (UDI)# field. Annex b: b01, annex c: c19, annex d: d14. Investigation summary: field technician stated issue of failed binary switches was not confirmed. On 12-august-2024, pca was received unboxed and with paperwork. Pca when attached to lab pcu passed asm functional testing. Unable to verify or duplicate customer failure complaint. No faults found. Device to be returned to san diego repair center for processing. Failure investigation report attached to qn in sap.

Event description:
It was reported that the device had failed in binary switches. There was no patient involvement.